Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (approximately 58 mg/dl) during the night. Customer's health care professional recommended pump basal rate be adjusted to below 0.5 units. Tandem technical support educated the customer that the lowest basal rate that can be programmed is 0.5 units. Customer stated they would revert to the t:slim pump so a basal lower than 0.5 units can be programmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (approximately 58 mg/dl) during the night. Customer's health care professional recommended pump basal rate be adjusted.